Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d digital microscope. Panasonic dmc tz8 digital camera. First we made a visual inspection of the screw (B)(4). Here we found a heavily damaged hexagon. On the bottom we found strange circular wear marks which are unusual for correctly tightened screw. In the next step we investigated screw (B)(4). The hexagon of this screw is without damages, but on the bottom we found the same unusual circular wear marks as on (B)(4). One of the additional received pedicle screws has lost its insert. The bent locking pins of this insert are shown. With the locking pins bent, a correct fixation of the insert is no longer given. Batch history review: the manufacturing documents of all has been checked and found to be according to be according to specification valid during the time of production. Conclusion and root cause: the root cause for the problem is most probably user related. Rational: the inner hexagon of the screw (B)(4) is heavily damaged, because the hex-key was not fully inserted before tightening the screw. Aside from the wear marks at the bottom, screw (B)(4) exhibits no damages. No CAPA is necessary.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going. Correction: medwatch submissions related to this report are: 9610612-2017-00334, 9610612-2017-00335. Components in use listed as concomitant device is: st264t / s4 element polyaxial screw 6.0x45mm. Please note that the follow up-1 submitted under incorrect MFR number 9640612-2017-00335 dated 06/20/2017. Per request of the FDA the follow up-1 has been submitted with correct MFR number 9610612-2017-00335.

Event description:
It was reported that the screw broke. No harm to the patient reported. Country of complaint: (B)(6). All med watch submissions related to this report are: 9610612-2017-00334, 9610612-2017-00335. Components in use listed as concomitant device is: st264t / s4 element polyaxial screw 6.0x45mm.

Manufacturer narrative:
(B)(4). Exemption number: e2014018.

Event description:
It was reported that there was an intraoperative issue with set screws. Three pieces were broken during tightening. One piece could not be tightened. No harm to the patient reported. All med watch submissions related to this report are: 9640612-2017-00336.

Manufacturer narrative:
(B)(4). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Correction: manufacturer report number: 9610612-2017-00335.

Event description:
Country of complaint: (B)(6). It was reported that the screw broke. No harm to the patient reported. All med watch submissions related to this report are: 9640612-2017-00334. Components in use listed as concomitant device is: st264t / s4 element polyaxial screw 6.0x45mm.